Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was oversensed noise on the right atrial lead. There is corresponding noise seen on the leadless channel that is not sensed. The patient was in stable condition and would continue to be monitored. The patient was asymptomatic.